Manufacturer narrative:
Concomitant medical products: the patient's medications include; morphine, multivitamin, nifedipine, creon, oxycodone, pravastatin, albuterol, aspirin, atenolol, flexeril, restasis, valium, lyrica, cymbalta, finasteride, lasix, levothyroxine and lisinopril. (B)(4).

Event description:
On (B)(6) 2006, the patient underwent treatment of an abdominal aortic aneurysm with two gore&#59397;excluder aaa endoprostheses. On an unknown date, follow-up imaging identified a proximal type I endoleak with evidence of an increase in the aneurysm sac diameter (amount unknown). The cause of the endoleak is reportedly unknown. Disease progression, lack of wall apposition or anatomical restrictions were not reported. On (B)(6) 2016, an additional procedure was performed to treat the endoleak. Six aptus endostaples were used to tack the trunk-ipsilateral leg component to the aortic wall. An aortic extender component was then implanted for proximal extension. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.